Event description:
Medtronic midas rex t-12 drill bit broke in 2 pieces during a neurosurgery procedure. Both pieces were retrieved by the physician. The broken drill bit was removed from the surgical field and an x-ray was taken per the physician's order. X-ray was reviewed by the physician, and no retained drill bit fragments were seen. Drill bit shaft broke about 2.5cm from the bit tip.